Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had received a high pump temperature alert. The customer removed the pump from the charger, waited a short while, and then replaced the pump on the charger without receiving additional temperature alerts. Less than a day after charging the pump¿s battery, the customer received an alert that less than one hour of battery life remained. The customer reported no adverse event. The event involved product(s) unk_ngp. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unk_ngp.